Event description:
Patient representative reported rupture, capsular contracture baker grade unknown, depression, and anxiety. In addition, non-device related events reported as follows: "gallbladder chronic calculous cholecystitis" and connective tissue disorder. Imaging was performed. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.